Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a vitreoretinal procedure the probe would not cut. The procedure was completed without known consequences to the patient. Additional information and the product sample have been requested.

Manufacturer narrative:
A device history record review was conducted; no anomalies were found during the device history record reviews. The product was released according to the product¿s acceptance criteria. A complaint lot history examination indicates there were two other complaints for this reported issue. No product sample was returned for evaluation; therefore, visual and functional testing could not be performed. Because a sample was not returned and the lot information indicates the product was released based on the product acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).